Manufacturer narrative:
(B)(4). Batch # u5al3g component code: (B)(4). Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr45d reload was returned with cover on it and unfired. In addition the reload pan was noted to be partially dislodged from right proximal side. The reload pan was manually reassembled. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The cut line was complete and the remaining staples meet the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. It is also possible that the reload handling could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is also possible.

Event description:
It was reported that during radical distal gastrectomy surgery, could not fire when severing gastric body tissue . Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.